Manufacturer narrative:
The facility or supervisor called the company technical support specialist to assist with troubleshooting the sys. The or supervisor was advised to try another handpiece. The handpiece tuned and they were able to complete the case. The facility did not request service for the sys from the company service rep. The facility biomedical technician contacted a third party to check the systems. The systems are working fine. Three handpieces were tested by the third party and one handpiece was found to be non-conforming. The non-conforming handpiece has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility operating room (or) supervisor reported a sys message displayed on a frozen screen noted. The sys was rebooted and the handpiece was switched out. The case was competed. One case was delayed 45 min. Three cases were canceled. One of the canceled pts had been prepped with an IV inserted. All of canceled pts have since had their surgeries. No pt injury was reported.